Manufacturer narrative:
The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia authorized distributor, reported that the freedom driver exhibited a fault alarm while supporting a patient. The customer also reported that the freedom driver made an unusual noise. The customer also reported that the patient was switched to a backup freedom driver and that there was no adverse patient impact.

Manufacturer narrative:
Visual inspection of the driver revealed that the secondary motor's cam follower was out of the bottom dead center (bdc) position which is typically indicative of secondary motor engagement. The driver's alarm history was reviewed and revealed a new alarm, 2f code, which is typically produced when the system's electrical current is greater than specification. This was most likely the customer-reported alarm. The cause was determined to be a malfunction of the primary motor as it would not engage its gear box and the driver, as designed, reverted to the secondary motor operation. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. Ce 5186 follow-up report 1.